Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication to indicate a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the partial clip movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement and increased mitral regurgitation (mr). It was reported the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip (80111u175) was implanted, reducing mr to grade 1. During the six month follow up, an echocardiogram was performed showing the implanted clip had moved/ tilted, and was pointing towards the lateral wall; mr increased to 4. On (B)(6) 2019, a second mitraclip procedure was performed, one clip was implanted; reducing mr to 3. The patient remained stable. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.